Manufacturer narrative:
Medical device continuation :d314trg crtd implanted : (B)(6) 2014.

Event description:
It was reported that an infection occurred. It was also reported vegetation was found on the patient's right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.